Event description:
It was reported that when interrogating the implantable neurostimulator (ins), the system triggered a "configuration not verified" message.  When verifying the impedances, there was an open circuit detected at contact 3. Despite the high impedances on contact 3 (not used for stimulation), the patient receives good therapy and does not report any changes in therapy. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause was not determined. The patient doesn't feel any sensations around the leads nor extensions or at the connection site. They are currently getting treated on contact 1 and have no complications with contact 3 being out of the loop. The issue was not resolved. The nurse and patient were instructed to keep an eye on stimulation and report any changes or if the error spreads to the other contacts on the lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.